Event description:
A report was received that the patient had some drainage and small separation of subcutaneous tissue along the thoracolumbar incision site due to a suture that came loose after a fall . Antibiotics was prescribed. The incision site was prepped, dried and allowed to be approximated with skin glue.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.